Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. A communication error occurred which resulted in system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 error usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. The reported event is within the scope of a product improvement. A software problem was identified and the cause of the failure was traced to device design. Appropriate measures will be taken in an existing CAPA that was opened to address this issue.

Event description:
It was reported that a data transfer error occurred on a multifiltratepro machine during a patient's continuous venovenous hemodialysis (cvvhd) treatment. Upon further evaluation by a local technician, it was confirmed that the 9040 error code had occurred. The event resulted in a therapy delay. The patient¿s treatment had to be stopped without blood being returned. The patient¿s estimated blood loss due to the event was approximately 500 ml (or less). There was no reported medical intervention due to the event. No sample was available for evaluation, but the machine files were provided for review.